Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with ventricular lead noise causing pacing inhibition. The device detected vf intervals as a result of the oversensing. The patient received inappropriate atp due to noise oversensing. Patient was admitted to ed. The lead was reprogrammed. The patient was stable. The lead was capped and replaced on an unknown date.